Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-07 reporting that the implantable neurostimulator (ins) had been ¿fried¿ when they hit the electric fence. This was causing superficial dermal discomfort so the surgeon removed the ins on an unknown date. They were scheduling to implant a new ins with the patient¿s existing lead but it was found out by the calling representative that the paddle lead was simply cut during the ins removal surgery, was now destroyed, and partially still implanted. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient touched a hot electrified fence which jolted him. Since then ins shocks the patient whenever its on after about 15 minutes and then the patient turns it off. Patient noted the ins felt hot and its site was red when the shocking/jolting occurred. Impedance measurements were taken and all combinations were found within range as follows; 0-7 lead measured to be 900-1300 ohms, 8-15 measured slightly elevated as 900-1700 ohms. An x-ray and palpation were recommended as well as reprogramming around current active electrodes. No further patient complications have been reported as a result of this event.